Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient had a postdural puncture headache. There was a dural leak with wound dehiscence and non-healing at the incision site. An epidural blood patch with epidurogram and fluoroscopic guidance was performed. There was lumbar paravertebral wound incision and drainage with closure. The patient was discharged with no noted complications.

Event description:
Additional information received from a healthcare provider reported the patient presented for post-operative evaluation. It was noted that, on (B)(6) 2011, the patient's shirt was wet with clear fluid at the location of the back bandages. It was reported the patient's husband replaced the bandages and the next morning the bandages were again wet with clear fluid. The bandages were removed and the patient felt the fluid leaking and their husband could see clear fluid at the bottom of the incision. The patient noted they had been wearing the abdominal binder daily. They had no pain in their back region. On (B)(6) 2011, an epidural blood patch with epidurogram and fluoroscopic guidance. Once inside the wound, there was an area that was non-healing because of the csf flow and accumulation in that region. The area was evacuated and there was a slow csf filling of the cavity. On (B)(6) 2011, the patient presented for post-operative evaluation. Evaluation of the incision sites noted they were doing fine but their biggest problem was headaches. The patient had headaches on the right side of their head off and on for many years. The patient described the headaches as sharp stab bing pain in the right side of their head. They consented for trigger point injections. The abdominal and lumbar incision sites were healing well with no erythema, edema, exudates, or rubor. On (B)(6) 2011, the patient noted concern of brown, green color on the dr essing with wet feeling. It was noted the hcp had applied copious amounts of neosporin on the last office visit that mixed with the betadine and superglue over the incision and the patient's body heat caused the discoloration and wet feeling. The headache had resolved since the trigger point injections were performed at the last visit. The patient noted wearing the abdominal binder daily and denied fever and noted mild tenderness at the back incision but was doing well. The lumbar incision site was healing well with mild edema and redness. The skin was intact and warm with mild tenderness over the incision. No seroma or exudate noted. On (B)(6) 2011, the patient noted they did not have a headache at that time and had no problems with any of the incision sites since the last surgical intervention.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial: (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.